Manufacturer narrative:
Medtronic representative reported that entering the scannermask settings resolved the issue at the time of the event. No further issues occurred. On 07/08/2016 software investigation completed. Findings are that the reported symptom was caused because no scannermask settings. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, they attempted to load a patient exam and the navigation system showed a media io error, they were unable to load the patient exam. After entering the scanner mask settings the navigation system was able to load the disc. No scanner mask settings were on the system when entering the .xdefaults file. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was one hour before continuing. There was no impact on patient outcome.